Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "doxorubicin overdose due to cvc fixation, which occurred during infusion of chemotherapy cycle. There was unexpected worsening and serious danger. Specific intervention was taken. First aid interventions for doxorubicin extraction, then dexrazosane infusion for 3 days consequently."

Event description:
It was reported by the customer, "extravasation of doxorubicin due to cvc fissure, occurring in chemotherapy cycle infusion course the device is still in place. It will be removed from the patient in following resolution of pericatheter venous thrombosis first aid interventions for doxorubicin extravasation, then dexrazoxane infusion for 3 consecutive days." Additional information provided 04/09/2024: it was reported, the device is still implanted, pending resolution from the patient's pericatheter venous thrombosis. Additional information provided 08/02/2024: it was reported that on (B)(6) 2024 the patient went c/o the hematology department to show the report of the check ecocolordoppler for dvt on 11/7 and for the external PICC dressing (weekly dressing). The nurses, upon opening the dressing, found a slipped-out PICC fragment. Chest-arm x-ray and subsequent chest CT scan was performed with finding of PICC cavaliered over the pulmonary arteries. The patient was transferred to a different hospital for case evaluation by interventional radiologists. The patient then underwent surgery to remove the catheter. Upon extraction, the device resulted fragmented into two pieces.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed at the 32 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained.

Event description:
It was reported by the customer, "extravasation of doxorubicin due to cvc fissure, occurring in chemotherapy cycle infusion course the device is still in place. It will be removed from the patient in following resolution of pericatheter venous thrombosis first aid interventions for doxorubicin extravasation, then dexrazosane infusion for 3 consecutive days." Additional information provided 04/09/2024: it was reported, the device is still implanted, pending resolution from the patient's pericatheter venous thrombosis. Additional information provided 08/02/2024: it was reported that on 11/7/2024 the patient went c/o the hematology department to show the report of the check echocolordoppler for dvt on 11/7 and for the external PICC dressing (weekly dressing). The nurses, upon opening the dressing, found a slipped-out PICC fragment. Chest-arm x-ray and subsequent chest CT scan was performed with finding of PICC cavaliered over the pulmonary arteries. The patient was transferred to a different hospital for case evaluation by interventional radiologists. The patient then underwent surgery to remove the catheter. Upon extraction, the device resulted fragmented into two pieces.